Event description:
On (B)(6) 2026 it was reported that the user experienced symptoms including dizziness, nausea, stomach discomfort, heavy breathing, and anxiety after initiating ilet therapy. Emergency medical services were contacted and evaluated the user. A blood glucose value of 181 mg/dl was obtained by ems. Additional treatment and outcome information could not be obtained despite multiple follow-up attempts.

Manufacturer narrative:
Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of device history indicated only small basal insulin doses were being delivered and no evidence of excessive insulin delivery was identified. The user reported concern regarding glucose fluctuations following initiation of therapy. Multiple attempts to obtain additional clinical information were unsuccessful. Based on available information, no device malfunction was identified and the cause of the reported event remains not established. If additional information becomes available, a supplemental MDR will be submitted.